Event description:
It is reported that x-rays show signs of loosening. Device remains implanted. Implant date is unknown.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. This report will be amended when our investigation is complete.